Event description:
Healthcare professional additionally reported "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, delamination of valve. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and striated opening. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool; a delamination total of the valve (cohesive failure); wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported "valve delaminated from shell. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.